Manufacturer narrative:
(B)(4). Information is unavailable. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event: did a piece of the white tissue pad detach from the device? If yes: did the white piece fall into the patient? If yes: how was the white tissue pad piece retrieved from the patient? If it was not the white tissue pad, please explain what part of the device detached from the jaw?

Event description:
It was reported that during a rectosigmoidectomy procedure, white piece of clamp's jaw began to take off, holding tissue when it was seized, making it difficult continue the surgery. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The device received was returned with the tissue pad in good physical condition and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.